Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unable to deliver insulin until pump reset and cartridge change and the touchscreen was unresponsive. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.